Manufacturer narrative:
Additional information received states that the patient has recovered and that the product is not available for evaluation. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action is necessary. There are no customer complaints with a similar reason code for this instrument. The investigation is complete.

Manufacturer narrative:
Details are unknown. Additional information and the product return has been requested yet not received. The investigation is ongoing.

Event description:
A facility in (B)(6) reported that this knife is used to make accurate incisions in the cornea however it seems that they mark a depth and in all cases they perforate the anterior chamber.